Event description:
I have a philips dream station CPAP that has been listed in the recall. Machine # (B)(4). I have noticed last year I was having more problems with nasal, throat and lung congestion in the morning, after using the CPAP. It has been getting worse over the last few months and I would have headaches and felt lousy after using the machine. I thought it was related to allergies or the mask slipping off at night. Since I have stopped using the machine and the headaches and lousy feeling have stopped, and the congestion in the morning is much less. I am using an old resmed machine until I get a replacement. FDA safety report ID # (B)(4).